Manufacturer narrative:
The event date has been estimated. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a history of epilepsy in setting of acute on chronic driveline infection, low grade fever.